Event description:
It was reported that the patient was experiencing pain and discomfort from the spinalpak assembly. The patient is using the device on their cervical spine. The patient described the pain as under the skin and on a scale of 1 to 10, it was a 7 or 8. The patient feels like there is pressure being applied to his neck. The patient called his doctor and was advised to contact the sales representative. The sales representative advised the patient to discontinue treatment for a few days and try again. The patient said that he started treating again and had the same symptoms. The patient stated that he feels the pain and pressure whether or not he is using the spinalpak. The patient contacted his doctor again and had an x-ray as a follow up. The doctor scheduled the patient for an MRI scan. The patient stopped using the spinalpak and the pain has not subsided. The patient spoke to his surgeon and was told that the stiffness in his neck is due to the neck brace and that is why he was experiencing pain. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: d11: medical product: neck brace. D11: therapy date: unknown. H3: device evaluated by manufacturer updated to no. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. The following sections have been corrected: h6: device code updated to 1494: off-label use. H6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: two (2) stalif c flx implants. Medical product: 15 mm abo screws. Medical product: 14 mm abo screws. Therapy date: (B)(6) 2020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain and discomfort from the spinalpak assembly. The patient is using the device on their cervical spine. The patient described the pain as under the skin and on a scale of 1 to 10, it was a 7 or 8. The patient feels like there is pressure being applied to his neck. The patient called his doctor and was advised to contact the sales representative. The sales representative advised the patient to discontinue treatment for a few days and try again. The patient said that he started treating again and had the same symptoms. The patient stated that he feels the pain and pressure whether or not he is using the spinalpak. The patient contacted his doctor again and had an x-ray as a follow up. The doctor scheduled the patient for an MRI scan. The patient stopped using the spinalpak and the pain has not subsided. It was reported that no further information is available.